Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four years ago, the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and high sensing integrity counter (sic). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.